Event description:
A brand-new video laryngoscope unit was received by our life flight department. The unit is distributed by flexicare under the name provu display, provu video laryngoscope. Upon connecting the device to power to charge the battery, some personnel perceived a burning smell in the air. After checking the area, they noticed the new device has burned out, which caused the unit to melt its plastic casing. At the time of the incident, the unit was not in use for patient treatment and there was no harm caused to personnel. Other units that got purchased under the same purchase order have been removed form service until further investigation about this incident. The company was notified, and it is aware of the situation. Manufacturer response for video enable laryngoscope system, provu video laryngoscope (per site reporter). Manufacturer has been notified about this occurrence. At the time of this report, we have asked them for additional identification information about the units sold to our institution. We are currently expecting to receive additional information from them.